Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 545 mg/dl; cause was not known. A correction bolus was delivered. A system check performed with tandem technical support indicated that the pump was operating as expected. Recommendation was made to consult with healthcare provider regarding diabetes management.